Event description:
It was reported that during laser surgery on a pulmonary stent, the stent caused a tracheal fire and ignition. Six cms of the pt's trachea was burned. No further info is available. No product was returned for evaluation.